Event description:
It was reported to philips that the system froze during a procedure, causing a delay of 30 minutes on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Rebooted system multiple times; issue resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).